Event description:
On 02/04/1999 the account reported a hemoglobin result of 14.9 g/dl for a pt, which was questioned by the physician. The sample was retested on 02/05/1999 and a hemoglobin of 7.18 g/dl was obtained. No report of injury.